Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4 (catalog, serial). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in an 82-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. During support, hemolysis was noted with elevated ldh and plasma-free hemoglobin, and red-colored urine output. No labs were hemolyzed at the time of note. Impella position was confirmed under ultrasound as in good position at 4.7 cm and was repositioned back to 4 cm. The patient underwent defibrillation during cath lab intervention. Other contributing factors included cardiac arrest, CPR, and defibrillation. Care was withdrawn and the patient expired. Hemolysis may occur in the setting of purge-related anticoagulation requirements. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage d.